Event description:
While scoping the patient and the scope was in the patient, biopsy forceps was placed down scope and upon looking at the tv screen we noticed the biopsy forceps had needle sticking out sideways. FDA safety report ID# (B)(4).